Event description:
It was reported that a female patient underwent a diagnostic coronary procedure on (B)(6) 2014. Access was obtained at the femoral head. The vessel size was noted to be 5-7 mm. Following the procedure, the physician who is in training, selected a mynxgrip (5f) vascular closure device to close the access site. It was reported that the patient complained of pain 24 hours after the procedure and an ultrasound was performed with negative results for a pseudoaneurysm. A repeat ultrasound was performed 48 hours after the procedure which showed a pseudoaneurysm. The pseudoaneurysm was treated with thrombin and the patient was discharged on (B)(6) 2014.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.